Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation/perforation requiring surgical intervention. Device issue: guide wire separation. It was reported that after use of the device, and upon attempted withdrawal, the distal tip separated and a perforation occurred. The pt was sent to surgery for retrieval of the separated tip, and treatment of the perforation which was successful. The pt was sent home, the next day. The vessel was heavily calcified. Several balloons including a cutting balloon failed to cross; these were confirmed not to be abbott devices. No add'l event or pt info is available.

Manufacturer narrative:
A wire being over pulled or over torqued typically required the tip to be trapped or encounter heavy resistance within the anatomy or another device in order to create the forces to damage the wire. In this case, the vessel was reported to be heavily calcified which may have caused the wire to encounter resistance. With the tip in this state, any add'l attempts to retract the wire could cause the tip to detach. The perforation may have occurred as a result of the tip separation, as a sharp end, may have punctured the vessel. The perforation could also be the result of wire manipulation prior to the separation.